Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer displayed a blank screen, however, the programmer would boot up to "please wait" screen and stay there. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced and recalibrated. It was also indicated that the lower case was missing two feet, there were broken latch tabs on the power cord bay, and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the display screen of the programmer went blank during a software update. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.